Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that after a guide wire crossed the target lesion, pre-dilatation was done with a voyager rx; however, a balloon rupture was noted during the second inflation at 8 atm. The procedure was completed using another company's balloon. No additional event or pt info is available.

Manufacturer narrative:
(B)(4). Result and conclusion summation - product performance engineering determined that balloon ruptures can be affected by numerous factors including, balloon damage during MFR, material , interactions with other devices, anatomy, previously implanted stent, calcification and tortuosity, or insufficient prep. The target lesion was mildly tortuous, moderately calcified and 90% stenosed, which may have contributed to the reported balloon rupture. No damage was noted during prep. In this case, it is possible that interaction with the pt anatomy contributed to the reported balloon rupture; however, a conclusive cause cannot be determined.